Manufacturer narrative:
The technician found the scale is reading a negative weight; the scale was zeroed with the patient on the bed, user error. The technician zeroed the scale to resolve the issue.

Event description:
The account alleged the bed exit alarm is not functioning. No patient impact. MFR - 3006697241-2013-00183.